Manufacturer narrative:
This device is not available for return and evaluation because it currently remains implanted. However, the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. No other information regarding patient's medical history, medical treatment or medical records have been made available. If new information becomes available, a follow up report will be submitted. It is unknown if this patient has any contributing factors other than very young age at time of implant (less than (B)(6)), male, and having multivalve heart disease. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. There are cases of svd that result in a combination of regurgitation and stenosis. Depending on the severity of the stenosis, it may not require any intervention or it may require intervention. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective action is required at this time.

Event description:
Edwards has learned of a 23mm porcine aortic valve failing due to severe stenosis. Device remains implanted. Explant is pending. The customer report indicated the patient was implanted with an aortic valve and a tricuspid valve due to valvular heart disease in 2012. Post-op, the valves were "in good status of opening and closing during several checking." During the most recent color ultrasonography, the aortic valve exhibited severe stenosis and the leaflets appear to not close properly. Through follow up, the echo files have been received and echo review has been provided to the customer.